Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient had on the third day of insertion, they were ripping off from the quick release site connector while sleeping or an outdoor event. The site location was the patient's abdomen and the pump was located on the same side. Reportedly, the patient had high blood glucose level. The infusion had been used for 1-2 days and they were stored in a drawer. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.